Manufacturer narrative:
Carefusion file identification: (B)(4). Any addition information received from the customer will be included in a follow up report. (B)(4). The 3rd party service technician replaced the flow valve to correct the volume out of specification.

Event description:
The customer reported the model ltv (lap top ventilator) 1200 ventilator had a higher delivered tidal volume. On tidal volume of 500ml it was actually giving 560ml. This was discovered during service so no patient involvement is noted.